Manufacturer narrative:
Device available for evaluation: product ID : 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type : lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient called and was upset to state inadequate pain relief from their scs unit. No factors were known to have led or contributed to the event. Reprogramming was performed on (B)(6) 2021. The patient stated adequate coverage and pain relief with low density settings. The manufacturer representative spoke to the patient over the phone today (2021-01-27). The patient stated she has another follow up appointment with her doctor on (B)(6) 2021. The rep told her they could be there to reprogram the device if needed. The patient stated that she did not want the rep there to reprogram the device and wants the device explanted. It was asked, but unknown whether surgical intervention was actually planned. The issue was not resolved at the time of the report. Additional information was received. It was reported the healthcare provider met with the patient on (B)(6) 2021 and they were going to schedule for explant. The date of the procedure was unknown at the time.